Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On november 29, 2021, olympus medical systems corp. (Omsc) received the literature titled "evaluation of factors associated with en bloc colonic underwater endoscopic mucosal resection". The purpose of this literature was to evaluate the factors associated with a successful en bloc resection using underwater endoscopic mucosal resection (uemr) to provide information for the clinicians to select which patients are eligible for uemr. In the literature, it was reported as follows; the study comprised 160 patients who were 173 colorectal polyps were removed with uemr. Of all 160 patients, 101 (63.1%) patients were male, and the mean age was 65.17 ± 11.73 years old (range: 30-91 years old). Thirteen (7.5%) of the patients had more than one polyp during the procedure and received more than one uemrs. Colonoscopies were performed with a conventional colonoscope (cf-q260al, cf-h290l) or a magnifying pediatric colonoscope (pcf-q260azi). A transparent hood (d-201-13 404) was applied for every colonoscopy. An oval standard polypectomy snare (sd-12u-1, sd-210u-25, or sd-230u-20) was used depending on the lesion size. After the polyp was firmly snared, the surgeon resected it with an interrupted cut cycle (esg-100 pulsecut slow 60 w). No submucosal injection was used during the uemr. For polyps that could not be removed as a single piece, the surgeon used piecemeal uemr until the resection was complete. Hemoclips (ez clip) were routinely used to close the mucosal defects. Follows complications were reported. Delayed bleeding - (2). Muscle defects requiring endoscopic clipping - (3). Delayed perforations - (1). Polyp recurrences - (4). Based on the available information, reported these complications were not reported in a direct relationship with the olympus products. However, omsc assumes that the delayed bleeding, the muscle defects, and the delayed perforations might be related to the subject device since the subject device was used for the procedure. The muscle defects were not serious injuries due to closed a muscular layer defect with hemoclips. Whereas, omsc assumes that the delayed bleeding and the delayed perforations were serious injuries since these complications might be caused or contributed to a death or serious injury. In this literature, delayed bleeding was defined as any clinical evidence of lower gastrointestinal bleeding within 14 days after the uemr that required blood transfusion, colonoscopy, or hospitalization. And the delayed perforation needed laparoscopic colon repairment. Based on the available information, specific information on the subject device was not provided. Follows information of patients were reported. No.22 m 63 delayed perforation needed laparoscopic colon repairment. No.57 m 72 delayed bleeding. No.145 f 54 delayed bleeding. Therefore, omsc assumes that the 2 delayed bleeding and the delayed perforations were adverse events to submit 3 medical device reports (mdrs) of the subject device. There is no description of the device's malfunction. This report is regarding delayed perforation needed laparoscopic colon repairment of patient no.22.